Manufacturer narrative:
(B)(4). The unknown abutment screw was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. The complaint is not verifiable, as product was not returned and lot number is unknown. The root cause could not be determined. Product not returned to manufacturer.

Manufacturer narrative:
Event date - unknown. Brand name - unknown. Type of the device- unknown. No lot number was provided or known. Device has not yet been returned to manufacturer. Premarket identification - unknown. The tsvb11 fractured implant associated with this event will be reported as a serious injury on q2-2017 asr. Product no returned to manufacturer.

Event description:
The dentist reported that due to forces on the abutment extension, multiple times screw loosening and that made implant fractured (tsvb11).